Event description:
The guidewire of a vascath line was not removed after line placement. It was found during diagnostic x-rays, patient had it removed and another vascath placed. FDA safety report ID # (B)(4).